Event description:
The patient received his scs system on (B)(6) 2011 for off-label use. It was reported that the patient experienced pain from his left chest (ipg site) to the middle of his chest. Stimulation was not on when this occurred. The patient underwent an EKG and the results came back normal. On (B)(6) 2011 he met with an sjm representative and reported that he no longer feels chest pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.